Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors c-00 and m-02 on the erbe generator. The customer could not resolve the issue and converted the procedure to traditional laparoscopic procedure to continue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that they restarted the erbe generator, and the case was completed. No clarification of the procedure conversion was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was tested on an in-house system. The generator showed errors 1-71 and m-02-3 during startup. Additional m-02, c-00, m-1c, m-0b, m-b0 errors were found in logs. The complaint was confirmed based on the failure analysis. While a definitive root-cause cannot be established during in-house testing, a common root cause for errors c-00 and m-02 can be attributed to a faulty component of the iesu. C-00 and m-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.